Manufacturer narrative:
Medtronic received the following information from the journal article entitled: methods and clinical outcomes of in situ fenestration for aortic arch revascularization during thoracic endovascular aortic repair hl li, yc chan, hy jia and sw cheng vascular 2020 volume 0 issue 0 https://doi.org/10.1177/1708538120902650. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A literature review of 21 articles published identified talent and valiant stent grafts implanted in patients for thoracic endovascular repair using in situ fenestration. The following events were reported: serious injury: paraplegia retrograde type a dissection stroke left brachial artery repair hematoma removal there were no procedure related or aorta related deaths reported.